Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care professional via the clinical study indicating that on (B)(6) 2016, an intervention was performed; the pump was reprogrammed (20% increase). It was noted that the pump ran dry because the patient missed several scheduled refill appointments and did not return until after the pump had run dry. The outcome of loss of pain relief was listed as ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving infumorph (5.0mg/ml, 1.4886 mg/day, and 1.7851 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain. It was reported that the patient experienced loss of pain relief. The programming date from the most recent refill prior to the event was on (B)(6) 2015. Diagnostics on (B)(6) 2015 included examination, which noted per the patient, after a series of recent falls, the pump was not working as efficaciously as it did before. A catheter access port (cap) contrast study was done on (B)(6) 2015 which showed no evidence of a leak. Device interrogation/device data on (B)(6) 2015 noted the pump ran dry. Intervention on (B)(6) 2015 included reprogramming a pump increase. Intervention on (B)(6) 2015 included reprogramming a change in the pump medication from infumorph to hydromorphone at minimum rate. Therapy was suspended on (B)(6) 2015 to change to hydromorphone at minimum rate following the pump running dry. Intervention on (B)(6) 2015 included push-pull to change the concentration, and therapy was resumed. Intervention on (B)(6) 2015 included reprogramming a pump increase. Intervention on (B)(6) 2016 included reprogramming a 20% pump increase. The etiology was reported as possibly related to the device or therapy; not related to the implant procedure; possibly related to the drug. The outcome was reported as ongoing. No outcome or cause of the empty pump were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare professional via a clinical study. The patient reported not receiving significant improvement in pain. The date of test was reported as (B)(6) 2016. The patient has not noted improvement with use of intrathecal pump, the date of test was reported as 2016-aug-03. Titration of the pump occurred on (B)(6) 2016. The pump was increased 20 % on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(4) 2019. It was reported that the event resolved without sequelae on (B)(6) 2018..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study reported a catheter access port (cap) contrast study and pump check were performed on (B)(4) 2017 and the pump and catheter appeared patent. A CT scan of the thoracic spine with contrast was performed on (B)(4) 2017and no acute skeletal abnormalities or hardware failure was noted. There was no significant interval change. A CT scan of the lumbar spine noted moderate dextroscoliosis with fusion and no significant stenosis. The pump was reprogrammed on (B)(6) 2017 and the pump regimen was changed hydromorphone and fentanyl.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the pump was reprogrammed and the dosage was increased (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a clinical study on (B)(4) 2018. It was reported that the pump was reprogrammed with no change on (B)(6) 2018.